Event description:
The manufacturer received information that an everflo device has cut cable. There is no allegation of patient harm, serious injury, or medical intervention. The device was returned to a service center for evaluation and the reported customer complaint was able to be confirmed. During evaluation of the device, the service center visually inspected the device and found the power cord was burned. In addition, it was noted that sieves were clogged, flowmeter was damaged, manifold was contaminated, and spring kit was rusty. The service center also found that the inlet filter will be replaced due to preventive maintenance. The unit will be returned to the manufacturer's product investigation lab for further investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.